Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not working properly. The customer states that the device stops working by itself. Customer states having unexplained high blood glucose levels. The customer's blood glucose is reported to be 77.4 mg/dl. It was reported that the customers screen just goes blank. Customer states the drive support cap is indented. Customer was advised to discontinue use of the device, and that it would need to be replaced. The device is being returned for analysis and a loaner pump is being sent out.